Event description:
Philips received a complaint by the customer on the v60 indicating that while the device was being used to create a treatment plan for respiratory assist, it was noticed by the patient's family member that there was a burnt plastic smell. The raspatory therapist informed them that it is the new mask that is a plastic mask. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and suggested to swap out the v60 and have it inspected. If they still smell something with a different v60, then they would need to look at the patient circuit. The customer stated that respiratory did swap out the v60, and the smell wasn't as strong as before. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the technician checked the unit out and ran it all day and did not find any issues. Technician performed full preventative maintenance check and also opened the unit up and looked for any signs of overheating or burning. He vacuumed the unit as a precautionary method as well. There was no issue found with the unit. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did meet product specifications. The v60 device was found to be fully functional; the ventilator was running as expected. There was no problem, no malfunction related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the v60 device.